Manufacturer narrative:
(B)(4).  The customer, a biomedical engineer, advised physio-control that they were unable to duplicate the reported issue.  The biomedical engineer stated that the device was able to charge and shock, without discrepancies. Physio-control then provided the customer with available service options. After multiple attempts, physio has been unable to contact the customer regarding the resolution of the reported issue.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself when attempting to delivery a shock to a patient.  Medical personnel powered the device back on, then charged the device a second time in order to shock; however, when the shock button was pressed the unit powered off again.  Medical personnel then obtained a backup device and were able to successfully shock the patient.  The delay in obtaining the backup device was approximately one (1) minute.  The customer advised that there were no adverse effects to the patient as a result of the reported issue.  No further details about the patient or the event were provided. Physio-control has made multiple unsuccessful attempts to contact the customer in order to obtain additional information.